Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient uses tandem tslim in hybrid closed loop. The patient had vomiting and weakness. The spouse gave fluids and promethazine for nausea. The behavior of the cgm display device at the onset of symptoms was not documented. It was not documented whether a bg was checked. 5 hours later, the spouse took the patient to the emergency department. There, the cgm was 48 mg/dl and the bg was 476 mg/dl. The patient was given around 7 units of insulin shots and 1 bag of IV fluid. She received more promethazine for nausea and vomiting. The patient had urine ketones and underwent additional testing. The patient was discharged after 7 hours. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.